Event description:
It was reported that multiple intermittent occlusion alarms occurred as well as an ongoing "high" blood glucose (bg) level (specific bg value was not provided). Customer delivered multiple manual injections to address elevated bg. In an attempt to resolve the occlusions, customer changed all the pump supplies multiple times; however, the issue persisted and customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.